Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". The device remains implanted.

Event description:
Healthcare professional reported left side "deflation". Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 28/jun/2024.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Later, hcp reported, capsular contracture, baker grade unknown. Device was explanted.

Event description:
Healthcare professional reported left side "deflation". Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve bond edge assessed as unidentified (tear) and one opening assessed as surgical damage. Capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease, wear abrasion and particle were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Correction to g3 aware date of supplemental medwatch #1. Aware date should have been listed as 28/jun/2024.